Manufacturer narrative:
The aware date of this event was incorrectly entered on the initial report. The correct aware date is june 8, 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) indicated st depression. It was reported that the valve was implanted in a high position in order to avoid an atrio-ventricular (av) block. One and a half hours after implant, chest pain was reported. Coronary angiography indicated occlusion of the left coronary artery (lca) and left circumflex artery (lcx). The lca and lcx arteries were treated with a coronary stent. Pericardial effusion was noted and treated with pericardial puncture and drainage. The effusion was reported to have occurred likely due to cardiopulmonary resuscitation (CPR) or the guidewire used during percutaneous coronary intervention (pci). Percutaneous cardiopulmonary support was initiated. It was noted that the sinus of valsalva (sov) was small. The lcc measured 27.1 mm and the right coronary cusp (rcc) measured 23.4 mm. The left coronary artery measured 13.2 mm and it was noted that the measurements were adequate for valve implant. Per the physician, blood flow in the sov was decreased due to the valve and the cusps of the native valve may have occluded the coronary artery slowly as the valve expanded. Three days after implant, disseminated intravascular coagulation (dic) and substantial blood transfusion was reported. The patient stabilized, and percutaneous cardiopulmonary support was removed however oxygenation was inadequate. Six days after implant, the patient died due to pulmonary congestion. Per the physician, the death was related to the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that a descending aortic dissection occurred at the time of the coronary occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient died due to myocardial infarction that occurred after the valve implant. If information is provided in the future, a supplemental report will be issued.